Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the product's lot information was not clearly indicated in the submitted operation notes. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by pt's counsel that the pt received an implant on (B)(6) 2003 and was revised on (B)(6) 2014 due to pain and "fretting corrosion at the head neck junction". Also, the surgeon notes the pt's acetabular component had been recalled. The pt's op notes were received which included the product labels; however, the poor resolution of the notes made it difficult to determine the product part number and lot number information (in addition to the other potentially significant information).